Manufacturer narrative:
(B)(4). Date sent: 5/23/2023; d4: batch # x95z6c. Additional information was requested and the following was obtained: "there are 2 units, both are the same lot number 145c89. Customer added affected product and a new one to test as there were very few clips left in the first. This was added due to the frequency of issues on this device in their department to ensure the engineers had enough to test." "Could you please confirm there are no fragments/clips inside the patient ? No fragments left behind." "Dear ees team, I am writing this email in regards to the below case (B)(4). Canterbury district health board: ligaclip multiclip applier firing multiple clips at the same time. Patient status/ outcome / consequences: no. Msm20: ligaclip*mca med short applier; lot 145c89 the investigation is still in open status pi-(B)(6). (B)(4) . Could you please update the ingestion. " investigation summary: two devices were returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned samples found that the mcm20 devices were received empty, with no clips left in the clip track. Upon cycling, the instrument was noted to be empty and in the next cycles, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the locking issues. Upon disassembly, it was found that the precock trigger was out of position on both devices. No conclusion could be reached regarding what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the ligaclip multiclip applier fired multiple clips at the same time. No patient consequences.